Event description:
Beginning in 1989 rptr has had profuse night sweats, extreme fatigue, severe joint pains, cognitive dysfunction, sleep disturbances, severe myscle aches, and numerous allergies. Systemic lupus due to siliccone poisoning (10/94).